Event description:
Event description guidant received information that this lead model 4086 was not implanted due to the inability to extend or retract the helix after attempting to position it approximately eight times. Lead model 4472 was then attempted, however, it appeared to kink and become fractured by a stylet, and acceptable threshold measurements were unable to be obtained. A new gudiant lead was successfully implanted. The leads were to be returned for analysis.